Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical event and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose read high (>500mg/dl) while wearing the pod on her abdomen for between 4 and 24 hours. She have herself corrections, then called the doctor and was seen immediately by a health care provider. The doctor suspected that the pod had failed and gave her insulin via syringe. She was also given a humalog pen to have as a backup method at home, if this were to happen again. The patient stated that she had just started a new chemotherapy pill that same day of the event. No changes were made to her insulin doses or pdm settings. The pod was disposed of. (B)(6).